Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegations could not be confirmed. This lead met specification after the testing was completed.

Event description:
Boston scientific received information that the right ventricular (rv) lead and right atrial (ra) lead had dislodged from their original implanted site one day after being implanted. The rv lead has been successfully explanted. The ra lead was repositioned and remains in service. No adverse patient effects reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.